Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing set ballooned at the silicone segment. Although requested, the customer stated no further event information is available.

Manufacturer narrative:
The customer complaint of balloon in the silicone segment was confirmed per customer-provided photo that shows a balloon/bulge in the silicone segment tubing near the upper fitment . Although the root cause could not be definitively determined, due to product not being returned previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set ballooned at the silicone segment. Although requested, the customer stated no further patient or event information is available.